Event description:
On (B)(6) 2014 it was reported that the patient underwent a full revision surgery on (B)(6) 2014. The explained products could not be returned for product analysis as it was discarded by the hospital. The lead impedance was noted to be ¿ok¿ after replacement.

Event description:
On (B)(6) 2013 it was discovered that high impedance was observed for the patient on (B)(6) 2012. The patient underwent generator replacement on (B)(6) 2013. The explanted generator was returned to the manufacturer for product analysis. Product analysis revealed that the generator was partially depleted at ifi=yes. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Good faith attempts for further information from the physician have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On 10/30/2014 it was reported that the patient was referred for a lead revision surgery. Although surgery is likely, it has not occurred to date.